Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2019 with the following findings: a review of the pump black box data indicated drastic voltage drop leading to a cs 177 low battery warning. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap was undamaged and secured properly to the pump; a power loss was not observed. Current draws measured above specifications. The pump case was removed and of moisture corrosion was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.